Event description:
During the procedure the occlusion balloon did not deflate properly when required. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician inserted the stent delivery catheter and successfully placed the stent. The physician removed the stent delivery catheter and inserted the aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and attempted to deflate the occlusion balloon and it started to deflate, but did not deflate completly. The physician waited but the occlusion balloon was still partially inflated. The physician decided to remove the occlusion balloon while still partially inflated and was successful. The pt is reported to be fine.